Event description:
On the third firing of the blue load staples, there was bleeding from the staple line. Upon inspecting the staple line, the staples were found to be malformed. Doctor re-inspected the area where the misfiring happened and removed three loose staples. The site was over-sewn with sutures and they used evicel fibrin glue where staple line had misfired.